Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted and replaced three months later. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient contacted a boston scientific company representative to report that the remote home monitoring communicator displayed a red blinking light indicating the presence of a potential product performance issue related to this implantable cardioverter defibrillator (ICD). Further review in the remote monitoring system noted that the patient was not enrolled. The patient was referred to their clinic. Additional information was received from a health care professional (hcp) that the patient was clinically non-compliant and has been removed from remote monitoring. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.